Event description:
Rayner intraocular lenses limited received notification from the distributor in (B)(4) of an event that occurred following implantation of an m-flex intraocular lens (iol). The event description states that the healthcare professional observed a "uveitic reaction" in the post-operative period.

Manufacturer narrative:
The reference c14090 has been allocated to this case by rayner intraocular lenses limited. In order to investigate the report information on the patient's medical history (including ongoing treatment) and detailed information on the surgical procedures that the patient has undergone and the substances introduced into the eye during these procedures has been requested. The healthcare professional has been asked specific information such as time to onset to uveitis, how long uveitis has persisted and whether uveitis is infectious or non-infectious. To date, no response has been received from the distributor or the reporting healthcare professional. Ocular trauma may be attributable to the development of uveitis; however, this is not possible to confirm at this time. Any further information we receive and the results of any additional investigation actions performed will be provided in a follow up report.